Event description:
The technician alleged that the brakes are not holding. No injury reported.

Manufacturer narrative:
The technician found the right head brake caster out of adjustment. The technician adjusted the right head brake caster to resolve the issue.